Event description:
It was reported that laboratory personnel observed a false positive test result while using bd sars-cov-2 during testing. Confirmatory testing was performed. There was no indication that results were reported, and there was no patient impact. Eua#: (B)(4). The following information was provided by the initial reporter: customer is concerned about a positive sample with a high CT value of 39.

Manufacturer narrative:
Medical device lot #: an invalid lot # was provided as (B)(4). Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
H6: investigation summary the complaint investigation for discrepant results when using the bd sars-cov-2 reagents for bd maxtm system kit (ref. 44500301) unknown lot number was performed by the verification of complaints history. The kit lot provided by customer was not a valid lot for any bd max product and despite requests, customer did not provide a lot number nor additional information to conduct the investigation. No specific lot could thus be investigated. Customer complained about a positive result with late CT value (CT 39) when using the bd sars cov-2 reagents for bd max¿ system. Despite multiple attempts made to receive information from the customer, no data was provided for the investigation. Without more information, bd was unable to investigate further, and the cause of the customer issue was not identified. Overall, based on the investigation, no reagents issue is suspected. There is no indication of an increase in complaints for discrepant results for bd sars-cov-2 reagents for bd max¿ products. The root cause was not identified. Bd cannot confirm the complaint based on the investigation that was performed. H3 other text : see h10.

Event description:
It was reported that laboratory personnel observed a false positive test result while using bd sars-cov-2 during testing. Confirmatory testing was performed. There was no indication that results were reported, and there was no patient impact. Eua#: (B)(4). The following information was provided by the initial reporter: customer is concerned about a positive sample with a high CT value of 39.